Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture diagnosed by MRI and ultrasound.

Event description:
Healthcare professional reported rupture. The device remains implanted. Affected side is unknown.